Event description:
The caller reported that the pilot balloon on the tracheostomy tube failed while it was in the pt. The tube was removed and the pt was re-cannulated. The caller did not know how long the tube had been in use when this occurred.

Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. See scanned page.